Event description:
Customer called to report abo discrepancy on galileo. A known ab patient reported as a b.

Manufacturer narrative:
Instrument images showed wells that did not have enough patient cells in the anti-a test wells. Customer stated that adjustment to the probe was performed recently. Since then, they have not had the issue reoccur.